Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that two samples from allegedly one patient showed different blood groups on ih-card abo/d(dvi-)+rev. A1, b when tested on the ih-1000 instrument: on (B)(6) 2023, sample acc # (B)(4) was performed on ih-1000 sn (B)(6) and typed as b rhd negative. On (B)(6) 2023, sample acc # (B)(4) was performed on ih-1000 sn (B)(6) and typed as a rhd positive. The customer stated that both samples belonged to the same patient with the same dob (date of birth) and name. The customer did neither provide a sample of the allegedly defective product ih-card abo/d(dvi-)+rev. A1, b for investigational testing nor the patient samples that caused the discrepant results. Therefore, our quality control laboratory tested their retention sample with known donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any discrepancies. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Because of the missing information regarding the patient samples in question a more in-depth analysis was not possible. The customer informed us that they were not sure what the correct blood group was supposed to be. The customer believes that the first vial might be mislabeled but does not have that sample available anymore to verify the data. The customer´s concern that the software did not flag the discrepant test results could be explained as follows: the patient had two different medical record numbers and in one of them the birthday was registered while the other one did not have this information. Therefore, the system behaved as it should and treated this as two separate patients. There was no indication of a malfunction of the device.

Event description:
The customer reported that two samples from allegedly one patient showed different blood groups on ih-card abo/d(dvi-)+rev. A1, b when tested on the ih-1000 instrument: on (B)(6) 2023, sample acc # (B)(4) was performed on ih-1000 sn (B)(6) and typed as b rhd negative. On (B)(6) 2023, sample acc # (B)(4) was performed on ih-1000 sn (B)(6)and typed as a rhd positive. The customer stated that both samples belonged to the same patient with the same dob (date of birth) and name. The customer did neither provide a sample of the allegedly defective product ih-card abo/d(dvi-)+rev. A1, b for investigational testing nor the patient samples that caused the discrepant results. Therefore, our quality control laboratory tested their retention sample with known donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any discrepancies. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. In addition to the discrepant blood group results the customer complained that the ih-com did not flag the discrepant results. The investigation of the instruments data is still ongoing. Because of the missing information regarding the patient samples in question a more in-depth analysis was not possible. The customer informed us that they were not sure what the correct blood group was supposed to be. The customer believes that the first vial might be mislabeled but does not have that sample available anymore to verify the data. The customer´s concern that the software did not flag the discrepant test results is still under investigation. An initial analysis showed that two samples with different sample numbers were being processed and it was not apparent to the system that the two samples belonged to the same patient.

Manufacturer narrative:
This is our initial report on this incident.